Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. The actual samples were received. One of the two samples has an open seal measuring 21 mm, and the blister packaging's cavity is I. The second sample is from cavity j and does not have an open seal. It was also observed on the sample that the appearance of the sealing is in good condition. The returned samples were tested for seal strength, and all passed. Retention samples were visually inspected and found to be free of any damage, weak seal, and open seal on the blister. Seal strength test, leakage test, and dimensional test for seal width were performed on the samples, and all passed. There was no issued nonconformity report related to human error during lot production. Our assembled sg needles are packed with bottom web and top web in an automated process. We have bottom film dome forming, manual loading, embossing, top film supply, sealing, and cutting stations. These blister packaging stations run under validated parameters to ensure the sealing integrity of each device. The top film and bottom film are sealed using the upper and lower die. The validated temperature is applied to the film during the sealing process using a sealing heating plate and the lower sealing die with a sealing gasket pressed wherein the pressure on the film is equally distributed. The complaint lot has a deviated report for sealing parameters wherein the temperature is higher than the current temperature. Actual checking of parts of the machine and the actual process were conducted. There were no sealing problems that could cause an open seal. The product's lot history file revealed no related issues that would cause the open seal. The complaint lot produced has deviated report to tighten the in-process visual inspection for the seal strength at every start, middle, and end of the lot. There were no sealing problems found during the inspections. Prior to shipment, qc conducts outgoing inspection of samples wherein part of their check items is blister packaging condition. Also, blister package seal status sensory test is being conducted to check the sealing condition of the blister package. We have monthly level test inspections conducted to check the condition of the blister package through functional inspection for leakage (bubbles test) and burst strength. Moreover, we conduct yearly stability tests of the blister package for seal strength. The complaint lot has undergone lot-out inspection wherein no sealing problems were found during the inspections with a total of (B)(4) pieces. Further confirmation of the other retention samples using the same material (january 2023 to april 2023) was conducted. No sealing problems were found with a total of 745 pieces. Qc conducts incoming inspection of top film and bottom film which includes functional inspection for seal strength every lot and verification of the supplier's certificate according to material specification. The supplied roll of the unprinted top web has a deviated report to test for seal strength on every roll during incoming inspections. The supplied rolls on the complaint lot are all passed. From the previous two fiscal years to the present, we received a total of two (2) complaints for the same issue. The previous complaint was not identified as being related to our product or the manufacturing process. The root cause could not be identified, as a review of the product's lot history file revealed that the complaint lot has undergone lot out inspection of no sealing problems were encountered during the production of the reported lot. The complaint lot was produced using a higher sealing parameter under deviation. The incoming unprinted top film was tested for seal strength on every roll and tightened the inspection during the in-process. This indicates that the sealing of the product has no problem that could cause an open seal. We have routine inspections to check the condition of the products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the products. Therefore, our process is assured.

Event description:
The user facility reported that the customer identified two issues with the needle packages: one was leakage, and the other was poor sealing performance, which also led to leakage problems. The event occurred pre-treatment. Additional information received on 04 dec 2024: the package was not opened, but the plastic blister package appeared flatter than normal products. The weak sealing performance means that, although no visible defects were found, air leakage was felt when the package was pinched slightly, causing it to deflate.

Manufacturer narrative:
E1: reporter name : requested, unknown. E1: phone number: requested, unknown. E3: occupation: requested, unknown. The actual samples were received. One of the two samples has an open seal measuring 21 mm, and the blister packaging's cavity is I. The second sample is from cavity j and does not have an open seal. However, it was observed that the sealing at the protector tip end of the packaging has a weak seal. Retention samples were visually inspected and found to be free of any damage, weak seal, and open seal on the blister. Seal strength test, leakage test, and dimensional test for seal width were performed on the samples, and all passed. There was no issued nonconformity report related to human error during lot production. Our assembled sg needles are packed with bottom web and top web in an automated process. We have bottom film dome forming, manual loading, embossing, top film supply, sealing, and cutting stations. These blister packaging stations run under validated parameters to ensure the sealing integrity of each device. During the sealing process, the air needs to be vacuumed prior to the sealing process before the closing of the upper and lower die. We have an in-process visual inspection wherein the condition of the seal width, weak seal, and open seal is confirmed 1 unit box every hour, while the dimensional test for seal width, and functional inspection for blister seal strength is at every start and end of the lot. Prior to shipment, qc conducts outgoing inspection of samples wherein part of their check items is blister packaging condition. Also, blister package seal status sensory test is being conducted to check the sealing condition of the blister package. We have monthly level test inspections conducted to check the condition of the blister package through functional inspection for leakage (bubbles test) and burst strength. Moreover, we conduct yearly stability tests of the blister package for seal strength. Qc conducts incoming inspection of top film and bottom film which includes functional inspection for seal strength every lot and verification of supplier's certificate according to material specification. From the previous two fiscal years to the present, we received a total of two (2) complaints for the same issue. The previous complaint was not identified as being related to our product or the manufacturing process. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No corrective action has been taken as of this time. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).